Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the multiple hospitalizations and somnolence was not related to the device or therapy. Per the healthcare provider the pump was checked on each occasion there was nothing noted in the logs to indicate that there was something wrong in the logs. The healthcare provider also stated that the patient was also taking oral narcotics, which was one of the reasons why the patient was hospitalized. The healthcare provider further stated that the patient was hospitalized for either a urinary tract infection or a kidney infection, she could not remember which one. The healthcare provider reiterated that there was nothing wrong with the pump. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid, dose and concentration not reported via an implantable pump. The indication for use was spinal pain. The healthcare provider reported that the patient had been hospitalized multiple times and is still having some somnolence. The healthcare provider stated he thought the pump had been turned off but wanted to know how to confirm this. No further complications were reported.